Event description:
It was reported there was cut and coag faults. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. Evaluation: the pulsar generator was received in fair condition with dark surface imperfections. Holes had been drilled on the rear panel for unk reasons. The unit delivered rf energy correctly into fixed resistors across all modes. The real time clock was found corrupted. The reported inability to cut/coag could not be duplicated. The clock was corrupted due to battery that had died prematurely for unk reasons. Cleaned filings from drilled holes and replaced the clock battery. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.